Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "induration", and "redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with 1.0ml of juvéderm® volbella¿ with lidocaine into the malar crescent [0.5ml each side]. 6-8 weeks later, patient presented with induration "swelling" and "redness". Patient treated with "celestene 1-1-1 during 2 weeks then progressive decrease". Symptoms ongoing.

Manufacturer narrative:
The event of depression is considered an unexpected and serious adverse drug experience.

Event description:
Additionally, the health professional reported that the patient experienced ¿depression.¿ the patient was treated with a hypnosis session. Less than a month later, the swelling had ¿decreased significantly¿ and the speech was positive and confident. The second month, there was complete disappearance of the edema and the patient was happy with the results. The patient noted that the hypnosis sessions gave them a ¿clearer view of the current events they were going through.¿